Event description:
It was reported that the infusion set fell off during use after one day. Event occurred on (B)(6) 2026. Patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.